Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak was observed from the effluent pod. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external water leak was observed originating from the waste fluid sensor of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.